Manufacturer narrative:
Product complaint #(B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the inlay seemed to be loose. Changed the inlay which was implanted in 2010 and also changed the head as we exchanged all mobile components. Patient fell more than 5 times during those years. Some pegs of the inlay were not fully seated anymore in the cup. Doi: 2010 doe: (B)(6) 2023. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that inlay seemed to be loose, change inlay which was implanted in 2010 from marathon to altrx, and we also changed the head as we exchanged all mobile components. Patient fell more than 5 times during those years, some pegs of the marathon inlay were not fully seated anymore in the cup, maybe this lead to movement, please verify as soon as you have the implant. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "229.8.23_insel.jpg". Visual analysis of the photo was able to confirm the complaint. Based on the non centered position of the femoral head regarding the acetabular cup, it is reasonable to conclude that the acetabular liner has either partially or totally disassociated from the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the unknown hip acetabular cup would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.